Manufacturer narrative:
Manufacturer report number 3006705815-2019-05033. Should not have been submitted as a medical device report (MDR) as the issue does not pertain to the device.

Manufacturer narrative:
Date of event and therapy date are estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-14172. It was reported that the patient underwent surgical intervention to explant the entire system due to a hematoma. Date of explant not yet known.